Event description:
It was reported that the patient with this pacemaker had possible infection due to swelling in the pocket and lymph node. There were no additional adverse patient effects reported. The pacemaker remains in service.